Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found no new alarms recorded in driver's data file. Visual inspection of external components found brown debris on multiple areas of the exterior of the driver, the crevices between covers, within the battery wells, and on the power adaptor. Display push button was found to be difficult to operate due to debris. A crack was found on display cover next to left battery alert indicator, the label was rubbed off and almost illegible, and exhaust fan cover piece was broken off of the right side. Visual inspection of internal components found foreign debris under exhaust fan cover, a crack in the rear housing under the exhaust fan cover, and the cable intra-housing connector from external power to main pcb was broken into two. Black soot and debris found in speaker pcb, the underside of the ribbon cable speaker to lcd, on top of the motors and pca. Freedom driver failed functional testing for low left speaker volume which was able to be adjusted by moving tape during servicing. An observational run was also performed. At 16 hours, the driver alarmed and the secondary motor engaged.a new alarm was found in the data file indicating system current was too high, usually produced due to increased resistance on the primary motor circuit. An additional functional test found that an abnormal "crunching" noise was identified, confirming the patient complaint. Inspection of internal components after secondary motor engagement found the primary motor could not be spun freely by hand. Testing of the secondary motor system found no abnormalities and driver was found to function normally on secondary motor. A final observational run was performed with a replacement, known functional primary motor without alarm. Driver passed all areas of functional testing without alarm. Failure investigation for this complaint confirmed the reported issue. The customer complaint was replicated during observational testing; root cause of the abnormal "crunching" sound was determined to be a faulty primary motor due to excessive wear of the internal rotating/bearing system. An additional investigation has been initiated for performance issues related to binding motors. Failure investigation identified no other test failures or damage that could have contributed to the complaint. Patient was switched to a backup driver with no reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
The customer, a syncardia authorized distributor, reported that the patient "noticed that the driver sometimes has a crunching and scraping sound," and that the patient switched to a backup driver. There was no reported adverse patient impact.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR.

Event description:
The customer, a syncardia authorized distributor, reported that the patient "noticed that the driver sometimes has a crunching and scraping sound," and that the patient switched to a backup driver. There was no reported adverse patient impact.